Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer was instructed by tandem technical support to perform a system check, but no issues were identified. Customer changed cartridge and infusion set and resumed insulin therapy.